Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose in the 300 mg/dl range. The customer¿s blood glucose level was 320 mg/dl, which she treated with a bolus causing her blood glucose to drop to 42 mg/dl. The customer treated with food and juice, and blood glucose went up to 156 mg/dl. During troubleshooting for high blood glucose, the customer indicated that the insulin pump had a loose drive support cap and the infusion set's cannula was bent. Troubleshooting for low blood glucose was not performed. The reservoir will not be returned or analysis.